Event description:
The customer reported the top half of the epiq ultrasound system came unlocked while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue.

Manufacturer narrative:
A philips service engineer replaced the bushing to repair the system. The system was put back into service with no additional issues reported post repair. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging.